Manufacturer narrative:
The technical support specialist (tss) performed a site visit and inspected the instrument. The tss performed multiple troubleshooting procedures and resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A 12-month search for similar complaints did not identify an adverse trend related to the current complaint. A clinical chemistry product review was performed showing the calculated erratic rates for the architect c4000 system were within established specifications. Additional review found no trends for the issue associated with this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Event description:
The account generated false elevated architect magnesium results on a newborn patient when processing on the architect c4000. Originally, the patient sample generated architect magnesium of 6.0 mg/dl, but repeated 3.0 mg/dl. Additional testing of the sample generated 2.0 and 2.3 mg/dl. The account uses a magnesium reference range of 1.6 to 2.6 mg/dl. Ethnicity/race was not provided.